Event description:
It was reported that gel is not separating properly with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. This occurred on 700 separate occasions with all 3 batches, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported by customer gel is not separating properly.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and poor barrier separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 126184. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9280943. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-10-07. Medical device lot #: 9280945. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-10-07. Medical device lot #: 9315452. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-11-11. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel is not separating properly with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. This occurred on 700 separate occasions with all 3 batches, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported by customer gel is not separating properly.